Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had no relief with the spinal cord stimulator (scs) and wanted it explanted. The patient was reprogrammed by other members of the team and had device resets due to lack of charging and breaking recharger. Device was explanted without rep attending and device was not malfunctioning; patient wanted it out. Issue resolved at this time. System was discarded and will not be returned. No further complications were reported/anticipated.